Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred and the machine alarmed. Estimated blood loss was 150cc's. There is no known ill effect to the pt. The sample was discarded and is not available for eval.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.